Event description:
Customer reported being hospitalized due to high blood glucose. Troubleshooting was performed and the self test passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.